Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 16/may/2022 a contact for this male peritoneal dialysis (pd) patient reported they were hospitalized and might be a result of the liberty select cycler. No additional information was provided. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing drain complications while utilizing the liberty select cycler. As a result, the patient¿s nephrologist decided to have the patient stop use of the cycler and utilize icodetxtrin to see if the drain issues resolved. The patient stopped using the cycler for approximately one week to use the icodextrin and ended up being admitted to the hospital on (B)(6) 2022. The patient was diagnosed with fluid volume overload and pericarditis. The hospitalization was not caused by the liberty select cycler as the patient was not utilizing it for one week prior to admission per the nephrologist¿s instructions. The patient has since been discharged from the hospital and has received a replacement liberty select cycler. The patient continues to complete pd therapy without further drain complications.

Event description:
On (B)(6) 2022 a contact for this male peritoneal dialysis (pd) patient reported they were hospitalized and might be a result of the liberty select cycler. No additional information was provided. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing drain complications while utilizing the liberty select cycler. As a result, the patient¿s nephrologist decided to have the patient stop use of the cycler and utilize icodetxtrin to see if the drain issues resolved. The patient stopped using the cycler for approximately one week to use the icodextrin and ended up being admitted to the hospital on (B)(6) 2022. The patient was diagnosed with fluid volume overload and pericarditis. The hospitalization was not caused by the liberty select cycler as the patient was not utilizing it for one week prior to admission per the nephrologist¿s instructions. The patient has since been discharged from the hospital and has received a replacement liberty select cycler. The patient continues to complete pd therapy without further drain complications.

Manufacturer narrative:
Correction: h2, h10, h6 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction:a3.

Event description:
On (B)(6) 2022 a contact for this male peritoneal dialysis (pd) patient reported they were hospitalized and might be a result of the liberty select cycler. No additional information was provided. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing drain complications while utilizing the liberty select cycler. As a result, the patient¿s nephrologist decided to have the patient stop use of the cycler and utilize icodetxtrin to see if the drain issues resolved. The patient stopped using the cycler for approximately one week to use the icodextrin and ended up being admitted to the hospital on (B)(6) 2022. The patient was diagnosed with fluid volume overload and pericarditis. The hospitalization was not caused by the liberty select cycler as the patient was not utilizing it for one week prior to admission per the nephrologist¿s instructions. The patient has since been discharged from the hospital and has received a replacement liberty select cycler. The patient continues to complete pd therapy without further drain complications.